Manufacturer narrative:
Device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
The patient was implanted on (B)(6) 2011 for an ankle fracture to the distal tibia and fibula. The patient was implanted with 1 plate and 8 screws in the fibula and 2 screws in distal tibia in the medial malleolus. The patient reinjured himself on (B)(6) 2012 by falling. Due to the fall the plate was bent and none of the other implants were bent or broken. The surgeon removed the 1 plate and 8 screws from the fibula on (B)(6) 2012 and did not replace the fibula with anything. The surgeon kept the 2 medial malleolus screws in from the initial surgery on (B)(6) 2012 and added 2 plates and 17 screws in the distal tibia.